Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material inside the air/water channel, foreign material inside air/water cylinder, foreign material inside the auxiliary water channel, foreign material in biopsy channel, foreign material at insertion section, foreign material at light guide lens, foreign material at bending section cover and foreign material in nozzle were confirmed. It was not possible to identify the foreign matter. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (fu). Hence; a definitive root cause cannot be determined. The distal cover was not burnt, the sentence "due to burn on the distal end cover", is a fixed sentence to report that the distal cover end failed the insulation test failed. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited residual whitish foreign material in the air/water cylinder, air/water tube, and jet tube, along with foreign objects in the channel tube, connecting tube, adhesive around the light guide lens, adhesive around the bending section cover, and the nozzle. Additionally, the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.